Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the anesthetist received an electric shock during pulse field ablation (pfa) treatment and experienced neurological issues afterwards. During a pulse field ablation (pfa) procedure a farawave catheter was used. When the left superior pulmonary vein (lspv) was being treated at the beginning of the procedure the anesthetist experienced an electric shock. The anesthetist was in contact with a respirator and the patient when the electric shock was felt. Afterwards the anesthetist had neurological issues that prevented the lifting of heavy objects. A one-month medical leave from work was prescribed by a neurologist. No patient complications were reported in relation to the procedure. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in blocks b3, b5, d1, d2a, d4, h6 patient codes. Additional information was added to blocks b5 and h6.

Event description:
It was reported that the anesthetist received an electric shock during pulse field ablation (pfa) treatment and experienced neurological issues afterwards. During a pulse field ablation (pfa) procedure a farastar generator was used. When the left superior pulmonary vein (lspv) was being treated at the beginning of the procedure the anesthetist experienced an electric shock. The anesthetist was in contact with a respirator and the patient when the electric shock was felt. Afterwards the anesthetist had neurological issues that prevented the lifting of heavy objects (paresthesia). A one-month medical leave from work was prescribed by a neurologist. No patient complications were reported in relation to the procedure. The device is not expected to be returned for analysis, as it was retained by the hospital. It was further reported a field service engineer visited the hospital to inspect the generator for any issues. The generator passed the electrical safety test along with the mapping and recording system modules (msm and rsm). All functional tests were successful, and the system was working in accordance with specifications per this inspection.

Event description:
It was reported that the anesthetist received an electric shock during pulse field ablation (pfa) treatment and experienced neurological issues afterwards. During a pulse field ablation (pfa) procedure a farastar generator was used. When the left superior pulmonary vein (lspv) was being treated at the beginning of the procedure the anesthetist experienced an electric shock. The anesthetist was in contact with a respirator and the patient when the electric shock was felt. Afterwards the anesthetist had neurological issues that prevented the lifting of heavy objects (paresthesia). A one-month medical leave from work was prescribed by a neurologist. No patient complications were reported in relation to the procedure. The device is not expected to be returned for analysis, as it was retained by the hospital. It was further reported a field service engineer visited the hospital to inspect the generator for any issues. The generator passed the electrical safety test along with the mapping and recording system modules (msm and rsm). All functional tests were successful, and the system was working in accordance with specifications per this inspection.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Based on the available information, boston scientific's investigation findings determined that the complaint was unrelated to the generator. Fse tested the generator and it passed electrical safety test and passed all inspections. The alleged observation was due to the user touching the patient's blanket, which is attached to the patient while a pfa delivery occurred. The IFU states in the warnings section "direct patient contact should be avoided during ablation delivery as this may result in a mild electrical sensation and/or electric shock to the user." In this case, the user added themselves into the grounding circuit when they were touching the patient so they would feel the electric shock during ablation.